Manufacturer narrative:
The recipient's magnet was reportedly replaced. The company was informed that the explanted magnet was discarded and will not be returned to the company for analysis.

Manufacturer narrative:
The recipient underwent surgery to replace the internal magnet on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device and is doing great. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a flipped magnet after undergoing an MRI, followed by tenderness and swelling at the incision site. On (B)(6) 2017, the recipient was treated with prophylactic cephalosporin, elevation, and cold compresses for 1 week. The recipient was recommended a period of non-use of the device. The recipient's tenderness has resolved. The recipient underwent magnet revision surgery.